Event description:
It was reported that faint horizontal lines appeared over an all- black image, and there was a communication error while using the xenon light source. The issue occurred during preparation for use for a diagnostic procedure in the gastrointestinal laboratory. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: h3 return date is: 04/05/2024; and adding h6 (component code) for the b30 communication error code is: 2896 ¿ communication or transmission problem. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, the no picture; black screen with faint horizontal lines, and error code b30, was unable to be identified. Presumably, the event was caused by the scope was connected while it was wet and the cv-190 and clb-190 were both turned on. As it was highly likely that the problem was caused by misuse. However, a definitive root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿[3.1 precautions for installation and connection] turn off all system components before connecting them. Otherwise, equipment damage or malfunction can result.¿ olympus will continue to monitor the field performance for this device.